Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he fell and a day later, he was hospitalized. The blood glucose reading at time of the call was 300mg/dl. The customer declined to troubleshoot the insulin pump. The customer stated that his blood glucose continues to rise. No further information was provided.